Event description:
It was reported that the display flickers. The unit will engage in patient monitoring, but it is difficult to read. There were no error codes or messages. Additional info received from the customer indicated that the malfunction occurs constantly; the screen just flickers. No known patient info.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.